Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated that they had forgotten to charge the pump and that the battery became fully depleted and the pump shut off, due to insufficient battery power. The customer's blood glucose (bg) level was 378 mg/dl. The customer took a correction via a manual injection. During troubleshooting with tandem technical support, the customer was able to resume insulin delivery.